Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer had failed and required maintenance. The customer reported that the malfunction caused a delay in dispensing medication to patients as they were able to remove the medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer had failed and required maintenance. A field service engineer found that drawer 2.2 had failed. Storage space was recovered by users. The system functioned as intended after the customer resolved the issue.